Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(6).

Event description:
The customer reported via phone call that the insulin pump indicated reservoir empty but the reservoir was full. Customer's blood glucose was 151 mg/dl at the time of incident. Troubleshooting found that the pump is functioning but the self test could not be performed. Troubleshooting advised customer to perform the self test and call back if any further issues or if any further alarms.